Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump had damage. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. The customer stated that the plastic lip ring was chipped off. The customer also stated that the insulin pump not bumped or dropped or no car accident. The device will not be return for analysis.